Manufacturer narrative:
System returned to use; monitoring advised. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy command failed; x-ray not possible on a allura xper fd20/20. The clinical use of the system was unknown. There was no reported patient or user harm.